Manufacturer narrative:
Initially it was reported that the returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hyperglycemia was found. Due to not being able to download the pulse data the cause or contribution of the reported event of a high bgs could not be conclusively determined. Update/correction - during the device evaluation and visual inspection, physical damage was observed to the internal printed circuit board and bottom housing. The damaged device did not allow the stored data to be downloaded. Based on the event reported by the patient, the damage likely occurred post use. The cannula was visually inspected under a microscope and no kinking or damage was identified.

Event description:
Initially it was reported that the customer had reported elevated blood glucose levels at lunch on (B)(6). Update/correction - the customer reported elevated blood glucose levels at lunch on (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if the kinked cannula could have contributed to the reported hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that he was hospitalized with elevated blood glucose levels of 37 mmol/l (666 mg/dl) and was comatose. The customer had elevated blood glucose levels at lunch on (B)(6) at 15mmol/l (270 mg/dl) and he injected a bolus with no improvement. He did not change the pod and in the evening felt worse. The customer was brought to the hospital emergency room by ambulance, where it appears that the cannula had a kink in it. The pod never alarmed. The pod is being returned. No additional information provided.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hyperglycemia was found. Due to not being able to download the pulse data the cause or contribution of the reported event of a high bg¿s could not be conclusively determined.